Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had temperature above specifications. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service. However, the device did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts. If additional information should become available, a supplemental medwatch report will be submitted accordingly.